Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Unable to test for button error alarm due to blank display. Also received with moisture damage on the motor, keypad, battery tube and vibrator assembly. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 211 mg/dl at the time of the call. The customer stated that the insulin pump got wet after taking a shower. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.